Manufacturer narrative:
Date rec'd by MFR: 22feb2019. The service engineer (se) inspected the device and verified the reported issue. The se adjusted the position of the vibration proof ring to resolve the reported issue. The device successfully passed functional testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that a v60 ventilator generated an unspecified noise. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.